Event description:
That day I had 2 injections of juvederm and by the next day my face was red beet swollen and had to go back to dr. (B)(6) for to take pictures of this reaction and that she stated to me that this had to be a documented case as this was one for the history books. Dr. (B)(6) put me on a high dose of antibiotics with a methyl pred 4 mg pack. I had to put ice and cold compresses on my face as my face felt like I was burnt from the inside out! It took over 7 days to get better! As a result of all this stress I developed a case of shingles which my doctor told me stress bring these viruses out! I want to be compensated from the drug company for my pain and suffering! All documentation can be found from dr. (B)(6). (B)(6). I have pictures also from the 4th day into it? Please research this. Contact me with any questions? (B)(6).